Manufacturer narrative:
This is one of three products involved with the reported event. The associated mfg report #is 3003742446-2007-00221. Add'l info will be submitted within 30 days of receipt.

Event description:
After successful deployment of a cypher 3.0 x 33mm in the mid right coronary artery, the physician noticed a thrombus beginning to form inside the proximal end of the stent. A cypher 3.5 x 13mm stent was implanted overlapping the first and thrombus was again noticed, so another cypher 3.5 x 13mm stent was placed. It thrombosed as well, the thrombosis was extracted. A hematologist was called in during the procedure to look at the clots that were pulled out of the vessel. The clots were described as "cottage cheese" and abnormal. A blood disorder was suspected. No blood panel was attempted at the time of the procedure. It was initially thought that a dissection was the problem, but this was not the case. The case lasted 9 hours. The pt was a female. The lesion was denovo. Timi flow pre and post procedure was three. The procedure was an elective case. The lesion was not pre-dilated. During the procedure heparin and reopro was administered. After extraction of the thromboses, the pt was put on plavix 300 mg, aspirin, coumadin and angiomax, appropriate dose per weight. The pt was stable at the end of the procedure. However, she passed away 3 days later. Cause of death is unknown at this time.